Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced pericardial effusion. During a pulse field ablation (pfa) procedure a versacross connect radiofrequency (rf) wire was used. The transseptal puncture (tsp) was performed with the versacross connect for faradrive about mid accessory pathway (ap) and mid/anterior. Ablation was performed to the four pulmonary veins with the farawave catheter. Intracardiac echocardiography (ice) was performed after the tsp and at the end of the procedure, and there was no pericardial effusion noted on ice during those checks. The procedure was completed successfully. About 5 hours post-procedure and prior to patient discharge the patient was taken to have a pericardial effusion drain performed. The patient was hospitalized afterwards but is expected to fully recover from the complication.